Event description:
Appears atrial under-sensing may be causing device classified false termination of at/af episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).